Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 321 mg/dl and a bolus was delivered to address bg. Pump system check with tandem technical support (cts) found air bubbles in the tubing. Cts instruction customer to prime out the air bubbles. Customer declined further troubleshooting as the issue was resolved.